Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricle lead was dislodged shortly after implant and the patient did not require the left ventricle to pace. The left ventricle lead was explanted and replaced. Patient was stable.